Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from progressive right heart failure. Medical treatment had been escalated but nearly exhausted, and due to the condition the patient experienced regular low flow alarms. After various optimization efforts for the medical treatment and pump parameters, the system controller software was updated on (B)(6) 2020 without any issues. No further information was provided.

Event description:
Additional information: it was reported that the patient expired due to right heart failure. Medical treatment had been exhausted; transplant and/or further extracorporeal life support were not options for this patient. The lvad operated as expected until the patient's death.

Manufacturer narrative:
Section b2, b5: additional information manufacturer's investigation conclusions: a specific cause for the reported right heart failure and patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number(B)(6) , could not conclusively be determined through this evaluation. No autopsy was performed, and the device was not returned for evaluation. Additionally, low flow alarms were confirmed via the analysis of the submitted log files and the account attributed the alarms to the patient¿s progressive right heart failure. The submitted controller event log file contained approximately 9 hours of data from (B)(6)2020 . The log file captured 117 low flow controller fault flags when calculated flow dropped as low as 2.2 lpm, below the low flow threshold of 2.5 lpm. Of these faults, 29 lasted at least 10 seconds to trigger low flow hazard alarms. Low flow values were also captured in the submitted lvad event log file on 10jan2020. No other atypical alarms or events were noted in the submitted log files. The actual speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.